Event description:
It was reported that a patient experienced a leak from the heater line of the cassette during peritoneal dialysis therapy. The patient was connected at the time of the event. The event occurred during the initial drain of peritoneal dialysis. There was no patient injury or medical intervention at the time of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.